Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional graftmaster referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that hemorrhage is listed in the otw graftmaster instructions for use as a potential adverse event that may be associated with the use of jostent coronary stent graft procedures.

Event description:
It was reported that the graftmaster (gm) stent delivery system (sds) was used to treat a perforation that occurred in the saphenous vein graft (svg) to the posterior descending artery (pda) with the use of a non-abbott device. The graftmaster sds was advanced and deployed to treat the perforation; however it did not seal as the perforation was too long. A second gm was implanted at the perforation but again the perforation was too long. A third gm stent was used and the perforation was successfully sealed. It was noted that the ease of handling was moderate and there was no reported resistance during advancing or during removal of the devices. No additional information was provided.